Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the force bipolar (fb) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint, "tip of the instrument came out of the protective sheath." The instrument was found to have the main tube broken at the distal end causing the proximal clevis to be dislodged. No broken pieces were missing. As a result, the instrument was still attached to the cannula and cannula seal.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the force bipolar (fb) instrument came out of the protective sheath. It was noted that the customer was unable to remove the trocar from the shaft of the fb instrument. Per the reporter, no fragment fell inside the patient. The procedure was completed with no reported patient harm, injury, or adverse outcome.